Event description:
Ous MDR - after an implantation time of about 3 months, loss of capture was reported. The other electronic measurement values were unremarkable. The pacing threshold was at 0.5 v/0.4 ms at the time of the implantation. The attempt to relocate the led was abandoned because the screw could not be retracted completely. The lead was exchanged and returned to biotronik for analysis. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the thorough inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The led proved to be conforming to specifications and ok. In particular, the measurement values of the electrical analysis were within the technical specification. After removal of the tissue residue, by which the helix was completely surrounded, it could be completely extended and retracted with easy movement. In summary, there were no indications of material defects or manufacturing errors.